Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be implanted. Before the implantation, this patient, s-ICD and electrode information was entered into the programmer successfully and the session completed. After placing the electrode it was connected to this s-ICD and communicated fine while being placed into the pocket. A message then appeared stating that this s-ICD was not found. The wand was replaced on the programmer in which the same message occurred. A different s-ICD was then implanted which successfully communicated. After the procedure an additional attempt was made to communicate to the first s-ICD however, the communication could not be established. The new s-ICD remains in service. This s-ICD is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be implanted. Before the implantation, this patient, s-ICD and electrode information was entered into the programmer successfully and the session completed. After placing the electrode it was connected to this s-ICD and communicated fine while being placed into the pocket. A message then appeared stating that this s-ICD was not found. The wand was replaced on the programmer in which the same message occurred. A different s-ICD was then implanted which successfully communicated. After the procedure an additional attempt was made to communicate to the first s-ICD however, the communication could not be established. The new s-ICD remains in service. This s-ICD is expected to be returned. No adverse patient effects were reported.